Manufacturer narrative:
Technical services discussed that the scoring for the primary vector was lower due to the larger amplitude signals, at 3.5v, that could lead to signal clipping and inappropriate therapy. As the exercise test was performed in this vector and the signals did not increase, and the r to t ratios were good, the primary vector could be considered. It was noted that the secondary and alternate vectors had better scores due to the smaller amplitude signals. A review of the episodes found non-cardiac, large amplitude signals, with some noise observed. The duration was very short on both episodes, and electromagnetic interference (emi) was suspected. It was later reported the patient may have come in contact with an electrical fence, as the patient resides on a farm. The system remains implanted without further complications. With the current review of device information, ts recommended changing the sensing vector to alternate, and asked that the other sensing vectors be evaluated at future follow ups to see if changes can be observed. No adverse patient effects were reported. The system remains implanted.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for a follow-up and stress test. A review of episodes showed two untreated episodes were stored. Optimization was performed and the device selected the alternate vector, which was not expected. The device was programmed in the secondary vector when the two untreated episodes were recorded. The device was manually programmed to the primary vector for the exercise test, and the amplitudes remained below 3.5v. Device data was provided to technical services for review. No adverse patient effects were reported. Additional information was received that this patient had received inappropriate shocks. Device data was submitted to technical services (ts) for review. Ts noted the patient received one inappropriate shock in the secondary vector, due to non-cardiac sensing artifacts, and one inappropriate shock in the primary vector due to large amplitude r-waves with clipping and baseline shift. A review of available information, including results from two exercise tests, indicated the best sensing vector for this patient would be alternate.